Event description:
Per note, this lead was capped due to non-physiologic noise. There were no sensing, threshold or impedance issues noted on this lead. While still implanted, manipulation of the lead in the header caused long pauses. This lead was replaced with a linox sd 65/16, (B)(4).